Event description:
It was reported that the device was not controlling patients pain. No device malfunction was suspected. All components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred couple years ago from the date the manufacturer was made aware. Explant date: couple years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: a17328.